Event description:
It was reported that initially therapy was helping the patient with urinary and bowel issues. Since january the patient had been hospitalized 3 times for colon infections and had spent a total of 21 days in the hospital on 3 separate occasions. It was noted that the patient was still healing and was on vaclomycin. The patient lost bowel function and the urinary issue was being helped. It was reported that the colon infection caused diarrhea. It was noted that they wanted to know if tests done could affect the patient¿s therapy.

Manufacturer narrative:
Concomitant medical products: product ID 3093-28, lot# va0d1er, implanted: 2013-(B)(6), product type lead, product ID 3708220, serial# (B)(4), implanted: 2013-(B)(6), product type extension, product ID 97740, serial# (B)(4), product type programmer, patient. Product ID 3093-28, lot# va0d8am, implanted: 2013-(B)(6), product type lead. (B)(4).